Event description:
The customer reported the nacl bag went empty and mid:09 (air trap assembly) error message appeared on the thermogard xp ivtm system (sn (B)(6) there was a leakage on the quattro catheter (lot 208095) detected. The catheter was inserted smoothly on the first attempt into the right femoral site of the 71-year-old, 92 kg male patient. A leak check was performed per the IFU. No leaked fluid was observed on the console, on the patient bed or floor, or around the patient. Saline infusion of approximately 400ml into the patient was suspected. The dwell time of the catheter was 4 days. The catheter and saline bag were replaced to continue therapy. Per the customer, the mid:09 was cleared after the console was switched off and on again, but a new console was used because the original console did not recognize the air trap. No injury to the patient.

Manufacturer narrative:
The reported complaint of a leakage on the quattro catheter (lot 208095) was confirmed during functional testing of the returned catheter. A bonding leak was observed at the distal end of the proximal balloon during the functional pressure leak test. The probable root cause could be a latent defect in the bond. Visual inspection of the returned catheter was performed, and no physical damage was observed on the catheter. Blood residue was observed in the balloons and luered tubings a functional leak test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a bonding leak was observed at the distal end of the proximal balloon, confirming the reported complaint. Historical complaints were reviewed for information related to the reported complaint, and there were no similar complaints reported for the quattro catheter with lot 208095.